Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of tre-sheath tip fractured and migrated in patient (burnt by fiber) cannot be confirmed due to no product being returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The most likely issue is that the fiber was withdrawn into the sheath sometime during the procedure but there is also the possibility that only the black tip separated from the shaft which is a different issue. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a catheter. During a procedure, when the catheter was removed, there was a concern that the laser had slipped back into the catheter as the catheter tip was no long visible/ present. At this time, the physician felt that there was no risk of embolization. The foreign body was discussed with the patient and a follow up appointment was made. During the follow up appointment on (B)(6) 2020, a scan was conducted of the patient's right leg and the foreign body was visualized. The doctor opened the patient's leg and removed the catheter tip on (B)(6) 2020. The patient has been reported as "stable." It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.